Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.